Event description:
The use of sculptra for non hiv related lipoatrophy was recommended by my dermatologist. The procedure resulted in multiple visible bumps in my skin which have shown no sign of going away. I advised the MFR and my dermatologist to no avail. The manufacturer sanofi aventis would not give me copy of adverse reaction form, if any, which they filed with the FDA. I doubt they did. I recognize this is a cosmetic procedure approved only for hiv infected individuals, but my symptoms were the same. The risks were clearly understated by the MFR and the dermatologist. I believe the MFR needs to more clearly state the risks and the probability. I wonder how many have incurred the same as me without it being reported. Dose or amount: two viles. Frequency: four times. Dates of use: two months in 2006. Diagnosis or reason for use: lipoatrophy. Event abated after use stopped: no.